Manufacturer narrative:
On 30-mar-2016 an fse was dispatched to the customer site to address the reported event. The fse replaced and aligned the cup pick-up z axis and upgraded the software version. The fse inspected the waste chutes and cleaned/inspected the sample nozzle and ran the daily maintenance with no errors. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to cup pickup z-axis motor. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported a 4151 error with the aia-900 analyzer. The customer reports receiving c trans home detect errors and has tried all set home, however, the error persists. The customer is unable to run prog and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.